Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the nurse connected the spyscope ds ii but the light never turned on. They tried reconnecting three times but still it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the nurse connected the spyscope ds ii but the light never turned on. They tried reconnecting three times but still it did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds was analyzed, and a visual evaluation noted that no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wire. The handle was opened and the solder pads were visually inspected. No damage or defect was noted to the glue feature or the solder pads. The glue feature was wiggled with tweezers, and the image was lost. Applying pressure to the solder pads with tweezers restored the image. The reported event was confirmed. It is possible that an aspect of the manufacturing process contributed to the solder not bonding fully to the camera wire. It is also possible that the glue feature tensioned the wire away from the pads, resulting in the separation of the wire and pad. This tension could happen during setup or during a procedure, as manipulation of the device and articulation causes movement of components within the handle. An investigation is underway to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.